Event description:
It was reported that a dislodgement of the right atrial (ra) lead was suspected and was confirmed with diagnostic imaging. During the revision procedure, the helix of the ra lead was unable to be extended. As a result, the ra lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.